Manufacturer narrative:
Analysis of suspect ethernet port: confirmed reported problem "pins bent." Visual inspection confirms that the pins inside the coupler are bent and a connection cannot be made. Damaged ethernet coupler caused event. No other parts have been received for analysis. On january 31, 2017 a medtronic field service engineer (fse), replaced the ias (image acquisition system) computer, upgraded the power switching board to red version, and installed a computer power cable. System was upgraded to 3.1.6 software. System passed all testing and was found fully functional. Issue resolved.

Manufacturer narrative:
Manufacturer now provided. The computer was returned to the manufacturer for analysis. Confirmed reported problem "computer would not upgrade to 3.1.6 software. The computer hard drive has failed. Power led lights, but no hdd led. There is an audible clicking sound of the hard drive functioning and nothing reaches the display. The hardware investigation found that reported event was related to a computer hard drive malfunction. The power switching board was returned to the manufacturer for analysis. No reported problem with power switching board. Board was replaced while upgrading imaging system computer. No problem found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 09/23/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Network port on mobile view station (mvs) was damaged. Cmos battery in image acquisition system (ias) and mvs computer do not work. X-ray and motion batteries are below voltage specifications and will not charge due to the system being left unplugged for a month. Replaced network port on mvs, and x-ray, cmos and motion batteries. Return requested for 9 suspect devices, to include batteries, computer, power board, mvs ethernet and cables. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system would not boot past the "system booting please wait" screen. In trouble-shooting, attempted to access the remote desktop, however, it could not connect to the image acquisition system (ias) computer. Re-booted multiple times with the umbilical cable connected and disconnected. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.